Event description:
It was reported that intra-aortic balloon pump (iabp) had a precipitous drop in battery power while on patient when exiting the helicopter and the staff quickly plugged the iabp to an outlet. As a result, the iabp was swapped out with the hospital's iabp. The patient had no adverse outcome.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp drop in battery power is not able to be confirmed. The pump was serviced by a teleflex field service engineer and the reported issue could not be duplicated. It was reported by the field service engineer that the pump ran for 90 minutes before issuing an alarm to report approximately 20 minutes of battery remaining. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that intra-aortic balloon pump (iabp) had a precipitous drop in battery power while on patient when exiting the helicopter and the staff quickly plugged the iabp to an outlet. As a result, the iabp was swapped out with the hospital's iabp. The patient had no adverse outcome.